Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not work in synchronism mode. The device was in use on a patient.

Manufacturer narrative:
This report was discovered to be a duplicate of(B)(4) submitted as MDR number 1218950-2018-05792. Please see MDR number 1218950-2018-05792 for details of updated investigation.